Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm slimtip implant lead kit, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 6199348.

Event description:
Related manufacturer reference number: 1627487-2022-06531. It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances on the l3 lead and no stimulation from the l2 lead. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the leads were explanted and replaced to address the issue. It is unknown which lead provided no stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.